Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Correction report being filed to correct date of manufacture field.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Correction report being filed to correct implant date field d6a. Correction report being filed to correct date of manufacture field. H4.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.